Event description:
The hip was then dislocated and the femoral head and cup were removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on our about (B)(6) 2010, patient began to suffer severe hip, thigh and groin pain, audible "popping" while walking, severe pain while walking; severe pain while sitting; great discomfort and distress in performing her day to day activities; incurred and may continue to incur in the future, and reasonable medical and other expenses for necessary medical treatment; and, missed time from work resulting in lost wages. Update rec'd 10/24/2016 supplemental information received. There is no new additional information that would affect the existing MDR decision. Adding the sleeve and stem to the complaint for the elevated ion levels.

Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date.

Event description:
Der received. In addition to what were previously alleged, der states that the patient was revised to address pain. Asr cup removed and replaced with pinnacle gription sector. Drôme stem removed for exposure to acetabulum and replaced with new. Corrected patient's initial and added dor and patient's age. Doi: (B)(6), 2006; dor: (B)(6), 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.